Event description:
The manufacturer received information alleging a machine is not switching on. There was no harm or injury reported. An initial evaluation of the device has been started by a philips remote service engineer. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.